Manufacturer narrative:
Clarification to brand name : style 110 silicone gel filled breast implant. Clarification to device catalog number: 27-110181. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: extracapsular rupture, capsular contracture (baker grade iii), breast is hard and deformed.

Event description:
Healthcare professional reported "extracapsular rupture of the left device, capsular contracture baker grade iii), breast is hard and deformed but without pain". Device has been explanted.